Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc), suspected to be caused by a lead dislodgement. The physician decided to revise this lead. The lead remains in service. No additional adverse patient effects were reported.